Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat moderate cystocele, severe rectocele, and symptomatic pelvic relaxation/prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 for repair of anterior vaginal wall dehiscence and removal of excessive mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. Due to pelvic pain and bleeding the patient underwent mesh revision and excision on (B)(6) 2007 (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04045. The same patient is represented in each medwatch.